Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed button error while attempting to deliver a temp basal. Customer's blood glucose level was 4.4 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.